Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "capsular contracture baker grade iii," "swelling of lymph on the right side, pain, sick with fatigue, & swelling," "respiratory infection about a month ago," and "a weird swollen lump under her right arm about a month ago in "(B)(6) 2019". Device remains implanted.

Manufacturer narrative:
Visual analysis of the returned device identified: deformation and creases. A weight test of the device was verified and the device was within specification. Cloudy and bubbles after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: -no issues found related with the manufacturing.

Event description:
Patient additionally reported "respiratory infection about a month ago" which was not related to the device. Device was explanted.